Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete if the results require.

Event description:
It was reported that the ball bearings fell out of the device while still in the instrument tray. The device was not being used in the surgical site at the time of the event. The account had a back up on hand to complete the procedure with no allegation of adverse consequences.